Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) was due to the monitor's electrode belt connector not being connected to the monitor case, damaging wires within the connector. The root cause for the damaged connector was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's case was damaged.